Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery an ophthalmic surgical console presented with poor aspiration in phacoemulsification, irrigation/aspiration (I/a) and vitrectomy modes. The procedure was completed after reinserting the footswitch connector. Patient harm was not reported. Further information was not expect as the customer is not willing to provide.

Manufacturer narrative:
The company representative confirmed and replicated the reported event. The footswitch cable was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The root cause of the reported event is attributed to nonconforming footswitch cable. Based on a low occurrence rate, it is determined that no further actions are necessary at this time. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).